Event description:
It was reported that a device exhibited a constant close door message. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. Eval confirmed the reported symptom of "constant close door message". The unit experienced the reported symptom "constant close door message" caused by a failed lower auxiliary. The failed lower aux will be replaced.